Manufacturer narrative:
The implantable neurostimulator (s/n (B)(4)) was analyzed and analysis found no significant anomalies. (B)(4) no longer applies to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later noted that complete replacement was done of the system and original will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0td86, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had a sudden loss of therapeutic effect. It was noted that the stimulation kept turning off /on every after 30 minutes and there was no cycling programmed. The patient had less than 50% of therapy relief. The cause was not determined and the issue was not resolved. There was no troubleshooting performed. It was later reported that patient was instructed to change programs and turn it up until she feels it. The patient status was reported as "alive no injury." The patient appointment was scheduled for (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.